Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
The pt contacted lifescan alleging that his one touch ultra meter would not power on. The patient was unable to recall the last date he was able to test with the reported meter. He described developing symptoms of dry mouth and weakness. He did not attempt to test while experiencing symptoms. He took medication and visited his physician's office. It is unknown if the patient received diabetes treatment at the physician's office. No blood glucose results were provided. The customer care representative had verified that the correct test strips were being used, the battery was correctly installed, the battery contacts were in good condition, and the battery had been replaced less than 1 year ago. The patient neither alleged harm nor experienced injury or medical intervention. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.